Event description:
It was reported, the patient experienced pain and went to the spine clinic, four days post implant procedure. The patient was ambulatory. The physician transferred the patient to the hospital. A myelogram revealed a hematoma. The patient's hematoma, scs ipg and lead were removed on (B)(6) 2014. Follow up with the neurosurgeon revealed the patient is hospitalized and is paralyzed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.